Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by our edwards lifesciences affiliate in france approximately 3 years post tavr a 23mm sapien 3 transcatheter heart valve was degenerated. A valve in valve procedure with a 23mm sapien 3 ultra valve was performed with success.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received and from a product investigation. The following sections of this report have been updated: b.4, b.5, b.7, g.3, g.6, h.2 and h.6. The following section of this report has been corrected: h.6 clinical code (from 4580 to 4446). The complaints for post implant valve degeneration was unable to be confirmed as medical records or relevant imagery was not provided for evaluation. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported ''it was a 23mm sapien 3 transcatheter heart valve that got degenerated (severe hemodynamic svd, av mean gradient of 56mmhg) approximately 4 years post implant and the patient was presenting dyspnea''. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The patient had renal insufficiency failure (ckd) which is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (chronic kidney diseases) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Event description:
Per additional information received, approximately 4 years post implant and the patient was presenting dyspnea. The valve was presenting underexpansion, moderate intravalvular regurgitation and leaflet fibrosis/calcification.